Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
There was no patient involvement.

Manufacturer narrative:
A1/b5: no patient involvement updated. D3: mfg. Establishment name updated. D9: device received on 3/4/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracked downstream occlusion (dso) seal. The dso seal/sensor were preventatively replaced.